Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the second o ring of the reservoir caved in and the insulin ran out. The customer¿s blood glucose level was 142 mg/dl. The customer also reported that there may have been a leak due to air bubbles. The customer declined troubleshooting for leaks or air bubbles. The device will be returned for analysis.